Manufacturer narrative:
The insulin pump was received with minor scratches on lcd window, missing end cap sticker and with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a scratched screen. The customer had trouble reading the screen. Her blood glucose level was not reported. She was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.